Manufacturer narrative:
Complaint conclusion: during use of a powerflex pro the user experienced inflation difficulty despite ¿continuous inflations.¿ the device was removed from the patient and tested when the physician noted ¿air coming on aspiration with the inflator.¿ there was no patient injury and no air leakage was noted during use in the patient. No patient injury occurred and the patient is in good health. The target lesion was located in the cephalic vein. The lesion had a stenosis rate of 90%. The lesion was moderately calcified and not tortuous. There was no difficulty removing the product from the hoop, removing the protective balloon cover and stylet. There were no kinks or other damages noted to the device prior to inserting into the patient. The device prep normally (i.e. Maintained negative pressure), with no anomalies noted during prep. Visipaque contrast media was used with a 50/50 contrast-to-saline ratio. The indeflator was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction while inserting the device into the patient. There was no difficulty advancing the balloon catheter through the vessel or across the lesion. The balloon catheter was not kinked while being used. The balloon catheter was easily removed from the patient with no resistance/friction and it was removed intact (in one piece). The balloon catheter was replaced with a non-cordis balloon in order to complete the procedure. The device was not returned for analysis. Review of lot 16073696 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon inflation difficulty and leakage-during negative prep could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristics (stenosis, moderate calcification) may have contributed to damage to the balloon resulting in inflation difficulty and leakage. Neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information:the target lesion was located in the cephalic vein (hd angioaccess). The lesion had a stenosis rate of 90%. The lesion was moderately calcified. The vessel was not tortuous. The balloon was still intact, but failed to inflate with continuous inflations with inflator device. The balloon was thus withdrawn, and then the doctor noted air coming on aspiration with inflator. The air leakage was not noted during use in the patient.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: visipaque from ge healthcare, boston scientific encore 26 indeflator, and bard conquest balloon diameter 8mm length 4cm. The gender of the patient is currently unknown.

Event description:
As reported by the affiliate, the balloon did not inflate; there has been air leakage during positive pressure. There was no patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted to the device prior to inserting into the patient. The device prep normally (i.e. Maintain negative pressure), with no anomalies noted during prep. Visipaque contrast media was used with a 50/50 contrast-to-saline ratio. The indeflation device used has been successfully used with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction while inserting the device into the patient. There was no difficulty advancing the balloon catheter through the vessel or across the lesion. However, during positive pressure in the patient, there was air leakage noted in the balloon. The balloon catheter has not kinked while being used. The balloon catheter was easily removed from the patient with no resistance/friction and it was removed intact (in one piece). No patient injury occurred and the patient is in good health. The balloon catheter was replaced with a non-cordis balloon in order to complete the procedure.